Manufacturer narrative:
The inserter was returned and evaluated by product engineering. The fracture was observed to be angled and approximately one thread away from the thread run out location on the inserter's inner draw rod. This suggests that the draw rod was either not fully threaded into the interbody while impacted, or that impaction occurred at angulation. No definitive root cause could be determined. Intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
On (B)(6) 2024 a patient underwent spinal surgery consisting of seaspine's shoreline anterior cervical fixation system. During the procedure, the tip of the inserter broke off in the interbody implant. The surgeon opted to leave the implant with the broken inserter tip in-situ. No patient injury was reported.